Event description:
It was reported to the MFR that the vns pt had their generator replaced due to end of svc. The explanted generator was subsequently returned to MFR for analysis. Analysis of the generator revealed that the generator would not communicate in the as-rec'd condition, therefore, the generator was opened and an analysis was performed on the battery and printed circuit board assembly. Analysis verified that the battery was depleted and that the device was at the end-of life. The voltage drop across the series resistor indicated normal drain current of the device. A post burn-in electrical test was successfully completed. A test spec requirement was not met as the supply pulsing current was found to be out-of-spec. Further analysis showed that q9 and q10 transistors had leaky current and was the root cause of the failure. Q9 and q10 were replaced with known good bench components. After q9 and q10 were replaced, a post burn-in electrical test was performed and the test specs were met. Analysis found that the defective q9 and q10 did not impact device performance. The post burn-in electrical test out-of-spec supply pulsing current measurement represents a condition that would likely have a minimal impact on the battery longevity.